Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The customer was informed that they could continue to use the pump and advised to call back if the malfunction code recurs, which the customer acknowledged and understood.